Event description:
Additional information was received from the patient. They reported that they never had more than 40% reduction of symptoms and the stimulator battery died within a year. They were now getting up five times a night to go to the bathroom, which was affecting their sleep. Their problem was so severe, so they had the stimulation set high. They were redirected to follow up with their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they wanted the device removed because the device was useless and didn¿t (do anything) for their symptoms. The patient stated they wanted to find someone who knew about the device and has performed the procedure thousands of times as the leads were in a sensitive area on the patient¿s spine. The patient noted they were afraid of the leads breaking off during the explant. The patient reported they had to wear pads and diapers at night. The patient stated they couldn¿t make it to the bathroom and always had to have a change of clothes and overnight giant pads. The patient reported they would soak 5-7 pads everyday at work, they have limited their water intake which the patient didn¿t think was healthy for them. The patient reported they thought they had to go to diapers even though they didn¿t want to and find a specialist for their problem. The patient reported they saw no point in leaving the device in because the patient stated they had a ¿severe problem¿ that could not be fixed. The patient stated that their problem was not from the manufacturer device or therapy but rather it began prior to the device from a severe allergic reaction that caused the patient to have big spasms in their body from an antibiotic which caused a condition that could not be fixed. The allergic reaction, which the patient noted to have occurred before the device and thus unrelated to the device, therapy, caused urinating things and a bulge in their intestinal tract from taking one of a certain kind of antibiotic. The patient stated their health care physician (hcp) told them the device could possibly resolve both of the patient¿s issues with incontinence but the device didn¿t. The patient stated the reason for the implant was incontinence. The patient reported they would use the programmer to switch programs and that they could see a battery was showing at the halfway point and so it was going to die within the next year. The patient stated the hcp told them due to their severe problem, their ins battery wouldn¿t last very long for the patient. The patient reported the hcp approximated 2-3 years for ins battery life and the patient stated they didn¿t think the ins lasted the full 2 years because they didn¿t feel stimulation with the ¿thing at all.¿ the patient noted they stopped feeling stimulation around two weeks after implant. Patient services inquired if the patient was looking at the ins battery level or the programmer battery level and the patient noted they attempted to change the programmer batteries with brand new programmer batteries but the battery the patient was looking at still showed half. The patient was assuming the battery they were looking at was the device in the patient¿s body. It was reviewed with the patient that ins battery was separate from the programmer battery levels however the patient did not confirm which battery icon they were referring to. It was understood that the patient believed the ins battery was dead as indicated on the programmer showing a battery halfway and due to the ins battery being dead the patient could no longer feel stimulation. It was noted the patient believed the battery to be dead around 2 months after the device had been implanted. The patient stated it was going to die anyway if it hadn¿t already. The patient reported they had attempted all programs available and increased to the maximum on each program but the patient was still where they were prior to the device. The patient was redirected to follow up with an hcp to discuss removal of the device. It was noted the patient currently did not have an hcp. There were no further complications reported.